Event description:
It was reported that a cartridge change error occurred during the load sequence. There was no reported impact to the customer's blood glucose level. The customer cleared the alarm and continued to use the pump for insulin therapy.